Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the tip was dislodged from the main tube of the mega needle driver (mnd) instrument. The surgeon stated that the mnd instrument was used properly during the procedure. The customer used a backup instrument to continue with the procedure which was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment falling into the patient. The patient did not return to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver (mnd) instrument was analyzed and found to have a broken main tube. Pieces measuring proximately 0.106¿ x 0.071¿ and 0.239" x 0.146¿ were not returned with the instrument. The complaint regarding the reported issue was confirmed by failure analysis. Review of the provided image of the mega needle driver instrument identified a misaligned shaft and wrist. The provided image was consistent with the alleged customer complaint. Review of the video clip was conducted by the clinical development engineer (cde). The following additional information was provided: there was a damage to the distal part of shaft on the mega needle driver instrument after a collision. The cause of the damage was likely because of the collision.